Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Cerebrovascular accident (stroke) is listed in the promus everolimus eluting coronary stent system instructions for use as a known patient effect. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the promus stent was implanted on (B)(6) 2011. On an un-specified date, the patient presented with a stroke. Neurological consult found motor cranial nerve deficits on both sides of the face lasting less than 24 hours. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.